Event description:
Customer reports to have experienced keypad anomaly. Customer states that the up arrow key is not responding. Customer's blood glucose was 122 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to flattened up and down buttons dome switch. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.